Event description:
A false reactive advia centaur xp ahbs result was obtained by the customer and the result was questioned by the physician. A new sample was drawn and the result was (B)(6). The patient's historical (B)(6) test result from (B)(6) 2011 was non reactive. There was no known report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp ahbs result is unknown. The customer quality control results for (B)(6) were within acceptable ranges. There is no patient sample available for further investigation. No conclusion can be drawn.